Event description:
It was reported that the bearings fell out of the drill during a procedure. Another drill was available to complete the procedure. Nothing fell into the surgical site. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The device was evaluated by the MFR and the device met specifications. No failure mode could be determined that would confirm the event description. There were no missing parts identified during testing or disassembly. If a bearing were to fall out then the device would operate roughly or not at all. Repairs were done and the device was returned to the customer.